Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting. (B)(4). Type of investigation: 10 testing of actual/suspected device, 4118 type of investigation not yet determined. Good faith effort request was sent, but no additional information has been received as of 15-jan-2022. The customer owned endoscope was received by pentax medical for evaluation on 28-dec-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the endoscope is awaiting inspection as of 15-jan-2022. Model ec-3890lk, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 23-dec-2021, a device history record(DHR) review for model ec-3890lk, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 06-mar-2013 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 06-mar-2013. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in (B)(6) within (B)(6) region. The customer reported that there was no video image involving pentax medical video colonoscope model ec-3890lk, serial number (B)(4). The timing and the location of the event are unknown at this time. There was no report of patient injury, delay in procedure or an event that required medical intervention.

Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: the cause is that the cable breaks, due to repeated use. The device has been repaired.